Event description:
A medtronic representative reported a site navigation system with a damaged vertek arm that would not lock down properly. There was no patient present when this issue was identified.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. RMA issued. Replacement vertek arm shipped to site 02/11/2014. Suspect device has not been returned to manufacturer for analysis.